Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing difficulties using the external components, evoke patient controller (epc) and evoke charger kit. It was reported that for the epc and the charger to connect, the patient had to place the device behind their back, which was straining their shoulder. It was reported that the patient believed that most of their pain was radiated from their hip joint which they were considering replacing. The patient system was explanted.